Manufacturer narrative:
This report is submitted on july 20 2020.

Event description:
Per the clinic, the patient experienced swelling of the implant site and oedema symptoms. Subsequently, the patient was hospitalized due to a hematoma and the hematoma was drained. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2020.